Event description:
Note: this MFR report pertains to one of two device complaints that occurred during the same procedure. Refer to associated MFR report # 3005099803-2009-05308 for a description of the other device. It was reported to boston scientific corp that two resolution clip devices were used during a hemostasis procedure performed on (B)(6), 2009. According to the complainant, both the first and the second clip prematurely deployed while inside the pt. Each of the clips remained attached to the catheter and was removed from the pt. A third resolution clip device was used to complete the case. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
Upon investigation it was noticed that the clip assembly was fully deployed and not returned with the device. A kink was in the control wire near the handle. The control wire was separated per design. The complaint as reported has not been verified through product analysis. The most probable root cause for the reported complaint is operational context. As evident by the kink in the control wire, the user may have exceeded the design limits of the device during use due to the anatomical and/or procedural factors encountered during the use of the device. A review of the device history record (DHR) was performed; no a anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specific lot. (B)(4).